Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5 using rhbmp-2/acs. Following the patient¿s surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed boney overgrowth. The patient has reportedly received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006, the patient presented with pre-op diagnosis of left l5 radiculopathy, low back pain, status-post laminectomy discectomy l4-l5 x2. Patient underwent following operations : redo laminectomy, l4-l5, posterior lumbar interbody fusion, l4-l5, placement of peek. Cage, l4-l5, percutaneous pedicle fixation using the pivot system, harvest local bone graft, lateral transverse process fusion, l4-l5. Per op-notes, ¿.. Next, the disc space was distracted and using a series of spacers and cutters was distracted from 11 mm to 15 mm in a serial fashion. A 15 mm x 26 mm peek cage was then filled with rhbmp-2. This was placed into the inner space under distraction without difficulty. Harvested bone was cleaned of soft tissues. This was mixed with rhbmp-2. The transverse process of 1,4 and 1,5 bilaterally were decorticated. Rhbmp-2 and bone graft were placed from one transverse process to the other for lateral transverse process fusion. This was done bilaterally.. .next, under ap and lateral fluoroscopy, the pedicles at l4-l5 on the left were identified. Using a percutaneous technique, needle was placed in each pedicle. Tissue dilators were then used and each pedicle tapped. 6.0x 40 screws were placed without difficulty 55mm subcutaneous rod was threaded without difficulty. Caps were tightened .. .¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.